Event description:
The patient received scs system on (B)(6) 2011. It was reported that the scs lead was repositioned due to rib stimulation. X-ray showed that the lead was over in the gutter. The patient reported some weakness and motor dysfunction after the surgery. On the day of the revision after the surgery, the patient could not keep weight on the left leg and fell down during an attempt to get out of the bed. The physician stated that several attempts were made to place the lead in the right location during the lead revision and that possibly caused the nerve irritation. The patient was advised to take in-home physical therapy. The device is still in use. No further information is available a this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.